Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported through a manufacturer representative (rep) that the patient¿s implantable neurostimulator (ins) was ¿flat/dead¿ at the time of report and could not be recharged. It was further reported the ins was ¿no longer functional due to a depleted battery.¿ according to the patient, the ins went flat in about (B)(6) 2018. The patient did not realize her battery was flat however and they did not observe any elective replacement indicator (eri) or end of service (eos) messages. It was not until the new year when the patient¿s stimulation started to wear off that the patient decided to attempt to recharge and found she could not. The patient¿s pain had been slowly getting worse since that time. The rep met with the patient on (B)(6) 2019 and attempted to recharge the ins through a physician mode recharge (pmr); however, one hour of pmr did not work. The patient was educated on how to perform a pmr at that time and was asked to repeat the procedure two more times on their own. The patient noted that there were no obvious malfunctions with the ins and the patient had not experienced any falls or traumatic events. It was noted that information regarding MRI-compatibility was being requested at the time of initial report. No further event information was reported; no complications were reported or anticipated. Additional information received from the manufacturing representative reported that no additional recharge attempts were not successful. The patient was not able to recharge her implantable neurostimulator (ins) and therefore was not receiving her normal therapy. There were no further actions planned. The patient stated that the physician would explant the ins and implant a new ins sometime in the future. The patient was not getting treatment form the ins because it did not have any charge. The patient said that her pain had returned.